Manufacturer narrative:
Additional information: d10 the customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/04/2015 to the present date 12/7/2020 and confirmed that this device was previously returned for servicing 1 time. Device had no similar service repair history and there were no production failures indicated on the source device.

Event description:
The customer reported the device fails calibration/plunger position. They replaced the plunger position sensor board but it is still failing calibration. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device fails calibration/plunger position. They replaced the plunger position sensor board but it is still failing calibration. There was no patient involvement.